Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the display screen was defective/ no display. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that there was an issue with the enteral feeding pump. There was no display.